Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and swelling in the left arm one month post implant. It was noted that the patient had thrombus around the right atrial (ra) and right ventricular (rv) leads, was hospitalized and administered blood thinners. Both leads remain in use. No further patient complications have been reported as a result of this event.